Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said the healthcare provider's (hcp) office told them the device has been off because they had a bad wire. No patient symptoms were reported and no further complications have been reported as a result of this event.